Manufacturer narrative:
Event date is approximated since unknown

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2006, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports she suffered debilitating injuries from the vena cava filter including chronic pain.